Event description:
Caller (patient's wife) alleged discrepant results compared with the lab. Results caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.0. Date: (B)(6) 2011, inratio: 2.4. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.0, 2nd inr: 2.4, mean: 1.70, sd: 0.99, %cv: 58.23. The 2.5 inr was excluded from comparison test since it was obtained a day prior to the other inratio results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met both accuracy and precision criteria. Root cause of complaint could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results for retained strip lot #262184: the allowable differences between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both donors tested with strip lot #262184 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued. For each pair of replicates for each donor tested with strip lot #262184, mean and standard deviations were calculated. In-house test results were (B)(4), respectively for each donor and are less than (B)(4). Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further investigation will be pursued.